Event description:
It was reported (B)(6), 2009 that the pt had a device over discharge. A physician mode recharge was performed in the hcp office and pt was instructed to do this at home as well. Pt reported getting a screen stating pr-av with 2.4.00. Pt was able to start a physician mode recharge during the call. It was reported (B)(6), 2010 that "there are wires broken in the recharger." One day later, pt stated he had lost the recharger in a recent move. Pt was not aware that his unit did not need recharging; "they did not tell me they put a different model in." The situation was resolved. Additional info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).